Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred and that the insulin gauge was inaccurate. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the transmitter and the pump regained connection and the customer continued to use pump for insulin therapy. Customer's blood glucose ranged from 198-397 mg/dl.